Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) had 2.5 years remaining but recent check showed less than three months remaining. A request was made to have data from this device analyzed. The patient was scheduled for device changeout. Subsequently, this device was explanted and replaced. No additional adverse patient effects reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. The returned implantable cardioverter defibrillator (ICD) was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) had 2.5 years remaining but recent check showed less than three months remaining. A request was made to have data from this device analyzed. The patient was scheduled for device change out. Subsequently, this device was explanted and replaced. No additional adverse patient effects reported.